Event description:
The following has been reported: biomed reports: I need to send in a pump. I keep getting a "pump problem error" randomly. Waiting for biomed to turn pump on so logs can be downloaded. Waiting for confirmation of no patient harm and that the issue did not stop an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed through the use of log files. Review of the log files confirmed there was a valve positive leak rate out of spec. This issue however could not be recreated as the pump was provisioned to a software version which addresses this issue. The pump was able to pass mock infusions without error. This pump will also be put through the standard battery of testing before quality release.